Manufacturer narrative:
Steris made multiple attempts to obtain additional event information however, the user facility has not responded.

Manufacturer narrative:
The surgical monitor was replaced and the equipment was returned to service. The surgical monitor is under steris warranty. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that their surgical monitor is not operating properly. No procedural delays or cancellations were reported.